Event description:
The swabs are intended to be used for aerobic cultures but the labeling also indicates for anaerobic use. Pt had to undergo a second collection of specimen. When the co was contacted, they also stated that swabs should or are best when used for aerobic cultures.